Event description:
It was reported that the device migrated. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow-up transesophageal echocardiogram. The imaging showed that the device had migrated within the laa. The patient is scheduled to have an aortic valve replacement procedure at a future date. During this procedure the physician plans to explant the closure device and clip the laa of the patient. The patient did not experience any complications or consequences as a result of this event. It was further reported that the closure device embolized to the left ventricle outflow tract. The patient was asymptomatic and was admitted to the hospital. The patient underwent surgery where the closure device was successfully removed, the laa was ligated, and the patient had a successful aortic valve repair that was due to aortic stenosis. The patient did well following these events and has since been discharged from the hospital.

Event description:
It was reported that the device migrated. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow-up transesophageal echocardiogram. The imaging showed that the device had migrated within the laa. The patient is scheduled to have an aortic valve replacement procedure at a future date. During this procedure the physician plans to explant the closure device and clip the laa of the patient. The patient did not experience any complications or consequences as a result of this event.